Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic gastroplasty, during the beginning of the surgery, the device only performed one shot then the handle hung up and broke. Another handle and reload were used to complete the case. There was no patient injury.